Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii" and "serious with hospitalization". Hospitalization was required. This record is for the right side. Device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device was explanted and discarded.